Manufacturer narrative:
The device will not be returned by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an incorrect weight was entered when programming a heparin infusion. One infusion had been programmed for the correct weight of 3.5 kg and the heparin was mistakenly programmed on the same system but on a different channel for a weight of 35 kg. The heparin infused at the incorrect rate for an undisclosed period of time and resulted in unspecified harm to the patient. The hospital declined any investigation by the manufacturer, stating that they have done their own root cause analysis and have determined that the event was due to a user programming error. The reporter declined to provide any further details about the event.